Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod 72 hours or longer. Symptoms reported include hyperglycemia, nausea, and vomiting the patient was treated with insulin and saline via intravenous therapy.